Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review (first): inferior vena cava filter was deployed prophylactically for a gastric bypass surgery and factor v leiden deficiency with no complications. Intraoperative imaging confirmed filter to be located in lower thoracic upper lumbar region. Patient presented to emergency department five days post filter deployment with back and groin pain which subsequently worsened after a fall. Lumbar x-ray identified filter to be in good position. Ultrasound performed two weeks post filter deployment ruled out hematoma, pseudoaneurysm or av fistula. Abdominal x-ray obtained prior to scheduled filter removal demonstrated the apex of the filter located at l1-l2 with a slight tilt. Filter position was unchanged from lumbar x-ray performed the previous month. Approximately two and a half months post filter deployment, a filter retrieval attempt was made with a snare. Device was unable to be captured due to current position. Two weeks later, an abdominal CT scan demonstrated the tilted filter with multiple struts protruding beyond the ivc wall. One filter limb was identified perforating the ivc wall into the psoas muscle. A second filter retrieval attempt was made approximately four months post filter deployment. Several methods were used to retrieve the device but were unsuccessful. The legs of the filter were captured with a snare, however the filter was unable to be removed. One detached leg of the filter was removed successfully with use of the snare. Radiologist reported the filter was well embedded into the ivc with little risk of migration. Follow up abdominal CT scan demonstrated the filter remained tilted in the ivc. Three years post filter deployment, patient reported to obstetrician that other interventional radiologists and vascular surgeons were contacted over the phone. Vascular surgeon stated no intervention was possible. Medical record review (second): a vena cava filter was indicated for dvt prophylaxis prior to gastric bypass surgery. The patient¿s groins were prepped and draped in the usual manner. Access was gained into the right common femoral vein using ultrasound guidance. A glidewire inserted and advanced through the iliac and into the vena cava. Once position was confirmed with fluoroscopy, the delivery sheath was passed over the wire. The wire was removed and venacavogram identified the vena cava to be without clot and a segment just below the renal vein to be slightly enlarged. The filter was deployed and repeat venacavogram confirmed the filter to be located in the segment of the ivc just below the slightly dilated area. The sheath was then removed and direct pressure was applied for 15 minutes. The patient tolerated the procedure well and was returned to the recovery room. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a g2 filter was deployed prior to gastric bypass surgery. The filter was allegedly tilted and could not be retrieved approximately two and a half months after deployment. Imaging allegedly demonstrated several limbs perforating the ivc and two detached limbs. A second attempt to retrieve the filter was made approximately 4 months post deployment. One of the detached limbs was successfully removed; however, the filter reportedly could not be retrieved due to the position of the filter. Based on the medical records, filter tilt, limb detachment, perforation of the ivc, and two unsuccessful retrieval attempts can be confirmed. It is possible that the gastric bypass surgery caused the filter to tilt and perforate the ivc. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." A tilted filter could lead to difficulties capturing and retrieving the filter. The definitive root cause for the alleged issues are unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters; precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter.- potential complications: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). Filter limb (not filter) was retrieved on 04/08/2008. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed prophylactically for a gastric bypass surgery and factor v leiden deficiency. Scheduled filter retrieval post two months filter deployment was unsuccessful due to the position of the tilted filter. A CT scan follow up of the filter retrieval procedure demonstrated some filter limbs perforating the ivc wall. Approximately four months post filter deployment, a second filter retrieval attempt was made; however, due to the tilted filter with limb perforation within the ivc, the filter could not be retrieved successfully. A snare device was used to successfully remove one detached limb embedded in the ivc wall. Patient was reported to be hemodynamically stable. Based on further consultation for filter retrieval, the filter will remain implanted. There are no plans at this time to retrieve the filter.

Manufacturer narrative:
No medical images or the device have been made available to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. Medical records were received and reviewed. Inferior vena cava filter was deployed prophylactically for a gastric bypass surgery and factor v leiden deficiency with no complications. Intraoperative imaging confirmed filter to be located in lower thoracic upper lumbar region. Patient presented to emergency department five days post filter deployment with back and groin pain which subsequently worsened after a fall. Lumbar x-ray identified filter to be in good position. Ultrasound performed two weeks post filter deployment ruled out hematoma, pseudoaneurysm or av fistula. Abdominal x-ray obtained prior to scheduled filter removal demonstrated the apex of the filter located at l1-l2 with a slight tilt. Filter position was unchanged from lumbar x-ray performed the previous month. Approximately two and a half months post filter deployment, a filter retrieval attempt was made with a snare. Device was unable to be captured due to current position. Two weeks later, an abdominal CT scan demonstrated the tilted filter with multiple struts protruding beyond the ivc wall. One filter limb was identified perforating the ivc wall into the psoas muscle. A second filter retrieval attempt was made approximately four months post filter deployment. Several methods were used to retrieve the device but were unsuccessful. The legs of the filter were captured with a snare, however the filter was unable to be removed. One detached leg of the filter was removed successfully with use of the snare. Radiologist reported the filter was well embedded into the ivc with little risk of migration. Follow up abdominal CT scan demonstrated the filter remained tilted in the ivc. Three years post filter deployment, patient reported to obstetrician that other interventional radiologists and vascular surgeons were contacted over the phone. Vascular surgeon stated no intervention was possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed prophylactically for a gastric bypass surgery and factor v leiden deficiency. Scheduled filter retrieval post two months filter deployment was unsuccessful due to the position of the tilted filter. A CT scan follow up of the filter retrieval procedure demonstrated some filter limbs perforating the ivc wall. Approximately four months post filter deployment, a second filter retrieval attempt was made; however, due to the tilted filter with limb perforation within the ivc, the filter could not be retrieved successfully. A snare device was used to successfully remove one detached limb embedded in the ivc wall. Patient was reported to be hemodynamically stable. Based on further consultation for filter retrieval, the filter will remain implanted. There are no plans at this time to retrieve the filter.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: neither the device nor images were returned. Medical records were provided. The medical records allege a g2 filter was deployed prior to gastric bypass surgery. The filter was allegedly tilted and could not be retrieved approximately two and a half months after deployment. Imaging allegedly demonstrated several limbs perforating the ivc and two detached limbs. A second attempt to retrieve the filter was made approximately 4 months post deployment. One of the detached limbs was successfully removed; however, the filter reportedly could not be retrieved due to the position of the filter. Based on the medical records, filter tilt, limb detachment, perforation of the ivc, and two unsuccessful retrieval attempts can be confirmed. It is possible that the gastric bypass surgery caused the filter to tilt and perforate the ivc. Per the instructions for use (IFU), "the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter." A tilted filter could lead to difficulties capturing and retrieving the filter. The definitive root cause for the alleged issues are unknown. Labeling review: the current IFU (instructions for use) states: - warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt of the filter are known complications of vena cava filters. - precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. - potential complications: perforation or other acute or chronic damage of the ivc wall. Filter tilt. Filter malposition. (B)(4). Filter limb (not filter) was retrieved on (B)(6) 2008.